Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella 5.5 pump placed via the axillary graft to support a patient admitted in for a high-risk surgery/coronary artery bypass graft. The pump support was for 24 hours. The pump was explanted, but the explant could not be done via the graft due to resistance felt. The team had to surgically explant. The patient survived the event.

Manufacturer narrative:
The investigation for the reported removal issues has been completed. The product was not returned for analysis. The clinical mentions that there was resistance when trying to remove the impella from the graft. There was no mention of kink or patient related issues. The root cause of the removal issue could not be determined.